Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printer malfunctioned due to a configuration issue. A technical support specialist reconfigured the settings of the label printer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the printer was not functioning correctly and required a sideways orientation for proper operation. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.